Event description:
The doctor was trying to remove the catheter but it tore off and got embedded into patient¿s brain. It was finally removed with the help of a clamp. The catheter was replaced by an ¿intraparenquimatoso". Not death or injury alleged was reported. The patient was in good condition. Additional information/clarification has been requested.

Manufacturer narrative:
Investigation completed 08/01/2017. The customer returned catheter serial number (B)(4); it belongs to the reported lot number 305000327676 expiring on 31-mar-2018, mfg on 16-apr-2015. Complaint history, model 110-4xxx, from may-2015 through apr-2017 reviewed; there were nine other complaints that issued with complaint code (B)(4), and four of them were confirmed. The number of confirmed reports (04) divided by the number of units sold model 110-4xxx, (74498), may-2015 through apr-2017 and multiplied by 100 results in a failure rate percentage 0.01% the customer returned the catheter with the ventricular access device and other components; the ventricular catheter was found to have been torn off adjacent to the bolt distal end. The catheter and its accessories appear to not have been used; the returned components look glossy and particulate free. The reported customer complaint that the catheter ¿tore off¿ when attempting to remove the catheter was confirmed. The most probable root cause of this issue could be attributed to a tear in the ventricular sleeve due to contact against sharp or jagged edges of the skull of the patient. The catheter itself was tested for functionality and met all functional test criteria.